Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a (B)(6) insulin pump and they wanted the pump to be looked over. Customer stated that when they enter numbers to bolus or calibrate, the values do not match what the meter says. Customer stated that there was a difference of 1 gram to 2 grams. It was found that the meter says 1 gram and the pump says 2 grams in regards to carbs. Customer stated that the pump was also turning off but it has not been doing that recently.